Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medications were not shown up on the station. The technical support specialist (tss) identified a certificate expired error and a structured query language (sql) error indicating the certificate chain was issued by an untrusted authority. While investigating, an email was sent to the user for dial-in permission if needed. Although the certificate showed an expiration date of july 30, 2026, the url displayed as not secure. The issue was resolved by rebinding the certificate and correcting the incomplete url by adding ¿added add.crmc.com.¿ after fixing the certificate issue, follow-up calls to the hospital redirected to pharmacy, but the responder was unaware of the case or user. A follow-up email was sent, but no response was received. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not showing up the medications. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.